Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had autofill error.

Manufacturer narrative:
Due to character limitation in e1 for event site city, event site city - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had autofill error. There was patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9 device available for eval, return to manufacture date, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: b5, h6 health effect ¿ clinical code, health effect ¿ impact codes. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the defective pneumatic module (pim), and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service. The failure analysis and testing dept. Received part number 0997-00-1178, sn (B)(6) with a reported unit failure of the autofill. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Unable to start the all manifold test which is usually due to a major leak. Part has an old safety disk so possible root cause may be expected wear and tear. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au.